Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
It was reported via phone call that the customer experienced high blood glucose. When customer calibrated the screen went blank and sensor demo came up. The customer's blood glucose ranged from 140mg/dl-400mg/dl. Assisted with turning off sensor demo. Customer declined high blood glucose troubleshooting.